Event description:
Procedure: revision decompression right l4-5, fusion l4-5 with segmental pedicle screw instrumentation. During the procedure there was an attempt at optical tracking. The optical tracking pin was placed into the iliac crest. O-arm spins were then made and then an attempt to transfer the images to the stealth system through the optical tracking failed. Several attempts of this were made and they all failed, so the optical tracking was terminated and the case and placing of pedicle screws was performed by c-arm guidance. There were no complications other than the failure of the o-arm to send signals to the stealth system.follow up action: per hospital's biomedical engineer: there are user calibrations that need to be done including a motion test. The users were not aware of the need to perform the motion test. It was decided that the biomed dept will be responsible for conducting the calibrations every 30 days and this testing will include performing the motion test.